Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the implantable defibrillator, a battery longevity anomaly was observed. The session record showed an estimated longevity of 4.3 years while calculated longevity estimated 2.2 to 2.9 years until elective replacement. The patient would be monitored routinely.